Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 had failed and not detected on the bus. A field service engineer (fse) inspected the module controller and discovered its light emitting diodes were off. The fse then replaced the module controller, tested the system with hardware test application (hta) and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer was not detected on the bus and could not be recovered. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.